Event description:
It was reported that this pacemaker exhibited oversensing on the right ventricular (rv) lead. Possible cause was discussed and it was noted that the rv lead diagnostics and all stable and within normal limits. Currently, this pacemaker remains in service and no adverse patient effects were reported.